Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) was returned and per analysis findings the battery had high impedance.

Event description:
It was reported that there was possible premature battery depletion. The device was replaced. No patient complications were reporte as a result of the event.